Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that due to an inaccurate neuro muscular transmission (nmt) measurement, the pt was re-intubated. No pt harm was reported.